Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 23-jan-2026 and investigation completed on 26-jan-2026 this MDR is being submitted as the initial report. Complaint investigation results: a complaint investigation was performed based on the event description and the assigned malfunction code component defect- malfunction code not on list. Additional information was requested to support the investigation; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high-level review of manufacturing controls for the inset (autosoft xc)product family was conducted to document the routine controls used to detect potential defects at the product family level. The review identified the following controls in use for the inset (autosoft xc) product family, including: 100% leak and flow testing during final assembly 100% visual inspections during packaging, verifying needle condition, tyvek seal integrity, contamination-free condition, and correct assembly. Sampling verification under aql 0.65, including visual and functional tests such as: burst test; peel test; flow and leak tests; static tension test; visual inspections for cannula, tubing, lid, heat shrink and assembly integrity. Corrective and preventive action (CAPA) determination: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion: based on the limited information available, the investigation was completed and no product malfunction was alleged or identified. The complaint could not be confirmed due to insufficient information, and the record is being closed based on the event description and the information provided in the complaint.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing issue which led to high blood glucose level. They tried to treat it with multiple daily injection (mdi). Therefore, on (B)(6) 2024 the patient went to the emergency room. The patient's highest blood glucose level is 550 mg/dl with high ketones. During hospitalization, the patient received fluids of saline and insulin intravenously as corrective treatment which resolved the issue. The patient was released from the hospital on (B)(6) 2024. No further information available.